Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
Patient had one endeavor sprint drug eluting implanted in the cx during the index procedure. It is reported that approx 32 months post index procedure the patient suffered an mi. It was not assessed if the event was related to the index procedure. It is reported that the patient recovered with treatment.